Event description:
After an implantation duration of approx. 40 months it was reported that the lead was replaced due to ventricular oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analysed. Approx. 31 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables to the ring electrode and to the shock coil were severely damaged. It can be considered that this insulation damage resulted in the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.